Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue "keypad inoperable" was verified and reproduced during the device evaluation. The row 3 (#0, #1, #2 and #3) keys were found inoperable. The device was determined to not meet all product specifications related to the reported event. The symptom "keypad inoperable" was verified. The cause was determined to be a failed keypad, which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "keypad inoperable". There was no known patient injury or medical intervention associated with this event. No additional information is available.